Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02934, 1038671-2024-03151. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (health effect - clinical code, type of investigation). The following sections were corrected: h6 (component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant devices (B)(6) 02-010-01-0235 - logic femoral ps cem left sz 3.5. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (B)(4). Additional information received in in-box on 8/23/24. Added femoral and patella device information based on new information received. Preoperative and postoperative diagnoses indicated failed left total knee arthroplasty. Operative findings: synovitis consistent with poly wear. Severe worn and oxidized poly including patellar button. Significant osteolysis of lateral femoral condyle and anterior distal femur. Indications for procedure: (B)(6) is a 78 y.o. Female who presented to clinic with left knee pain, having previously undergone a total knee replacement on that side. Preoperative workup was negative for infection. She had a recalled exactech poly. Due to ongoing pain and disability, we considered revision total knee arthroplasty. Detailed description of procedure: we examined the knee including balance and component alignment and fixation. Operative findings included extensive synovitis from particle disease. There was clear osteolysis along the medial tibial baseplate and anterior femur. Once we had adequate exposure, we removed the polyethylene liner. This was severely worn and damaged. The patellar button was also severely damaged. The patellar button was then removed using a saw. The patella was then prepped for a 31 mm cemented patella. Attention was then turned to the femur. We cleared the tissue from the component interface. Using a small saw blade and flexible osteotomes, we freed the component from the underlying bone stock. We then disimpacted the femoral component which had complete debonding of the cement from the metal. The cement was then removed. Underlying inspection of the bone revealed large osteolytic areas of the lateral femoral condyle and anterior femur. We then placed our retractors and turned our attention to the tibia. Again, using a high-speed saw and flexible osteotomes, the tibial component was freed from the underlying bone. This was also completely deboned from the cement. The cement was then removed. Inspection of the tibia revealed central osteolysis about the keel. We then cleared the underlying bone stock of any remaining cement if it was found. The patient was revised to a competitor¿s devices. The patient was awakened in stable condition. No further issues or complications were reported. Original description summary: it was reported via legal documentation that approximately 137 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, discomfort, and weakness; negatively affected mobility and quality of life; revision surgery; pain following surgery and during rehabilitation which required physical therapy; limited ability to perform normal physical activities. No further issues or complications were reported. No additional information is available.